Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned device was unable to duplicate movement or any fault with the unit. As a result, the unit will be returned to the customer not needing any repairs at this time. Root cause - the reported complaint is not confirmed. When the clamp was put under pressure and properly positioned, it did not move. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A physician reported that the patient was in prone position with head in the mayfield modified skull clamp (a1059); however, the head moved. No patient injury or surgical delay has been reported. Additional information has been requested.